Manufacturer narrative:
(B)(4). The reported complaint was not confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. On submission of the completed evaluation for local review, the third party carrier¿s website was reviewed; there is no indication that the fmcna-provided shipping materials have been used to return a complaint sample. In the event a complaint sample is received, the complaint will be reopened and updated. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visible in the dialysate compartment of the dialyzer. Blood test strips were not used. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 300ml. There were no adverse effects experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample has not been returned for manufacturer evaluation.